Event description:
The customer stated the pads were connected to a patient. The unit said it was analyzing for a moment then changed to connect pads. The customer replaced the pads and still had the problem.

Manufacturer narrative:
The device has not been received but is anticipated. Upon receipt and completion of the investigation, a supplemental will be submitted.